Event description:
The "phaco cal required" message appears intermittently on this unit during cataract extraction procedures. When this happens, the unit must be powered down then back up again. There have been no pt problems.